Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that metal dial was broken. An advantage balloon catheter inflation device was selected for use. During the procedure, when device was checked outside the patient's body, it was noted that the metal dial was found in the guide introducer that is apart of the encore 26 advantage kit. The procedure was completed with this device. No patient complications reported and patient's status was stable.